Event description:
It was reported the patient expired due to patient condition. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2019 due to patient condition. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. No further information was provided.